Manufacturer narrative:
Concomitant medical product: sesr01 ipg implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and bradycardia. A lead warning was triggered and high thresholds, high impedance and a polarity switch were noted on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.